Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, recurrence, vaginal scarring, erosion, and other outcomes following the procedure. It was reported that patient underwent mesh removal from upper anterior paravaginal on (B)(6) 2006 due to erosion from anterior repair. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2006 due to vaginal vault prolapse and stress urinary incontinence with concurrent mesh, anterior, posterior repair and cystoscopy. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/06/2016.

Manufacturer narrative:
Date sent to the FDA: 8/16/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient under removal of mesh erosion and cutting of anterior mesh arm on (B)(6) 2009.